Event description:
Following two treatments in the superficial femoral artery, the guide wire brake lever of the diamondback 360 exchangeable orbital atherectomy device became unlocked when the treatment started. The patient was stable.

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Manufacturer narrative:
The oad was returned to csi for analysis. No damage or abnormalities were observed that could have contributed to the reported event. Diagnostic review did not identify any unexpected motor issues. The reported event of brake damage could not be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).